Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a bad infusion set and woke up this morning with a blood sugar of 550 mg/dl. The high blood sugar was treated with a manual injection and the customer changed out the infusion site. The blood sugar is coming down. No medical attention was required. The infusion set was bent when she removed it. The customer declined to troubleshoot the insulin pump. The second infusion set, the tubing detached at the end by the needle. The infusion set cannula is bent. The customer has no issues with scar tissue. Troubleshooting was performed and the set will return. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, self test, sleep current test, active current test and the displacement accuracy test. No device problem found.